Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose over 500mg/dl. The customer was throwing up every thirty minutes and was dehydrated. The caller mentioned that she had bent cannulas and scar tissue from and appendicitis surgery. Troubleshooting could not be performed as customer did not have reservoirs at time of the admission. No further information was provided.